Event description:
Patient's representative reported through company representative "fear of developing cancer, anxiety, risk of bia-alcl, various diseases and risk of cancer" also "cysts on the ovaries and borderline tumor due to this cyst formation on the ovaries" that have been deem no device related. Healthcare professional later reported through company representative "capsular contracture baker grade iii" and "breast implant illness" that have been deem no device related. This record is for the left side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture baker grade iii".